Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: unknown liner . (B)(6), item name: shell porous with cluster holes 56 mm o.d. Lot # 64869889. E1: telephone number: (B)(6). G2: foreign: argentina. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02554. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient has been indicated for total hip revision after dislocating three times within one year post implantation. No additional information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: d10: 00631005632 item name liner 10 degree elevated rim 32 mm i.d. For use with 56 mm o.d. Shell lot # 64875058. 00620005622 shell porous with cluster holes 56 mm o.d. 64869889. 00625006530 item name bone scr 6.5x30 self-tap lot # j7214194. 00771101000 item name femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset lot # 64999924. 00625006530 item name bone scr 6.5x30 self-tap lot # j7214194 .

Event description:
There is no additional information available at the time of this report.